Manufacturer narrative:
Manufacturer¿s reference number: (B)(4). On (B)(6) 2021 mentor became aware of the following errors: 1. Follow up number 1 erroneously reflected the wrong value in h2 (if follow-up, what type?). The value submitted was additional information. The correct value should have been correction. 2.follow up number 2 erroneously omitted values that should have been present in section d9. Those values have been populated with this report.

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on march 19, 2021. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the breast implant was found to be ruptured and received in two parts. Additionally, an anomaly was observed on the edges of the tear consistent with a fold/crease. The evaluation determined that the cause of the rupture is consistent with normal wear. The instructions for use states that ruptures can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following may cause implants to rupture: stressing the implant during implantation or other procedures and weakening it; folding or wrinkling of the implant shell. Breast implants may also wear over time. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with a variety of factors. Surgeons should instruct their patients to inform them if there is significant pain or if pain persists. Pain is a known complication associated with these devices and is referenced in our current product insert data sheet. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Manufacturer¿s reference number: (B)(4), on (B)(6) 2021, mentor became aware that it erroneously submitted the wrong value in h5 (labeled for single use?) With the initial report. The correct value (yes) has been populated with this report.

Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on (B)(6) 2021. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture/pain. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent primary breast augmentation with a mentor clinical 300cc moderate profile gel implant experienced lefts sided rupture post procedure. This was accompanied by fatigue and pain. The rupture was diagnosed through mammography. As a result, an explant was performed on (B)(6) 2021. This patient was part of the core gel study.